Event description:
It was reported the right atrial (ra) lead had a high threshold. Also, the right ventricular (rv) lead had a high threshold and the insulation appeared compromised when visualized under fluoroscopy. The ra lead was removed and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.